Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant surgery, the patient's physician attempted to implant an right atrial (ra) lead. However, the physician stated there was difficulty positioning the lead and was unsure if it was due to patient anatomy. The lead was abandoned a different lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.